Event description:
It was reported that two filter limbs appear to be perforating the ivc. The pt was reported to be asymptomatic. The physician is considering the course of action.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted therefore, not available for eval. Case images were requested; however, were not available. As neither images nor the product were returned, the result of the investigation was inconclusive. The definitive root cause is unk. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage to the ivc wall.